Event description:
Lenstec received an email stating that "trailing haptic got cut off during insertion and had contact with patient". This is the supplemental report.

Manufacturer narrative:
This is the supplemental report after the lens was returned to our facility. The visual examination revealed that the haptic tore as a result of being handled whilst in a dehydrated state during the implantation. Furthermore, lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. Attachment: [(B)(4) - final report.pdf]

Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. Due to the absence of the lens, lenstec was unable to perform a more thorough investigation of the complaint. A supplemental report will be completed once a lens investigation can be completed.

Event description:
Lenstec received an email stating that "trailing haptic got cut off during insertion and had contact with patient".